Manufacturer narrative:
The outcomes attributed to adverse event in the initial MDR are not related to congenital anomaly/ birth defect. It needs to be unchecked. The date of the initial report is not (B)(6) 2016, it is (B)(6) 2017. (B)(4).

Manufacturer narrative:
The lens was returned in a liquid inside a lens case/ vial. Visual inspection found the lens haptic bent. Dimensional inspection found the lens product to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Conclusion: off-label use (acd <3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.5/+1/076 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was not resolved. As of the date of MDR submission, the lens has not been returned. Reference MDR# 2023826-2017-00649 for problem resolution.